Manufacturer narrative:
Reliability analysis inspected one random opened/used partial enlite sensor and performed continuity resistance test. The sensor failed per specifications. Unable to confirm the insertion complaint due to the customer not returning the needles. Only the sensors were returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that she had a cal error and change sensor alert. The customer stated that when she pulled the bottom part of the needle, it came apart. The customer declined to troubleshoot the issues. The customer will be sent replacement sensors.